Event description:
The customer reported that she had administered a bolus before going to bed, but woke up in the middle of the night with a high bg reading of 299mg/dl. She again administered a bolus, but awoke in the morning with high bg readings greater than 300 mg/dl. She therefore, "thought the pod she was wearing wasn't working". The pod will be returned for eval.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.